Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: in the infusion room of the thoracic out-patient clinic, the nurse connected the infusion strap to the patient and opened the regulator after the patient was punctured successfully. It was found that the liquid leakage happened on the extension tube, so the nurse could only pull out the needle and punctured again.

Manufacturer narrative:
H.6. Investiation: a device history review was conducted for lot number 8358953. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of the returned devices allowed bd engineers to determine the root cause for this event was excess adhesive obstructing the fluid path. Due to variability in the manufacturing process it is possible for the over-application of adhesive to occur. Presently, bd uses in-process inspection stations to remove all observed non-conformances prior to packaging and release of each unit.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: in the infusion room of the thoracic out-patient clinic, the nurse connected the infusion strap to the patient and opened the regulator after the patient was punctured successfully. It was found that the liquid leakage happened on the extension tube, so the nurse could only pull out the needle and punctured again.